Event description:
It was reported that the surgeon made several attempts to place the codman lumbar catheter in the lumbar spine subdural space without success. The catheter could not be placed because the guide wire and catheter did not provide enough rigidity to straighteen the proximal end of the catheter once it passed distally to the touhy needle. The catheter and guide wire colled and kinked when faced with minor resistance and it was impossible to seat. The difficulty resulted in a significant delay in the procedure.